Manufacturer narrative:
Device evaluation analysis of the returned device identified: flat creases. A leak test was performed and openings were not found. Fill inspection was performed and no blockage in the valve was identified. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.